Manufacturer narrative:
Results: thirty one unused samples were returned for evaluation. A visual inspection revealed no defects with all thirty one units. A DHR review was not completed as this is a confirmed complaint and therefore a DHR review is not required. Conclusion: although no defects were observed on the returned samples, the customer's reported defect is confirmed as a manufacturing deficiency. Remedial action required: CAPA (B)(4) was initiated to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions for the reported safety mechanism failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a phlebotomist suffered a contaminated needle stick injury while using a 25 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. The injury occurred because the needle failed to retract after the phlebotomist pressed the safety activation button. It is unknown if any medical interventions were provided.